Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported failure was confirmed. It was determined that the device failed housing pin height, cutter lock, and safety assessment. The assignable root cause was determined to be due to component damage caused by normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device nose pin was missing. It was noted in the service record ¿in the front coupling a pin is missing¿. During pre-repair diagnostic assessment, it was determined that the device failed housing pin height, cutter lock, and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.